Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. It is reasonable to conclude the products removed were part of the antibiotic construct as indicated in the event description. Therefore, it is reasonable to conclude that the products were implanted due to an infection and were intended to be temporary. There is no alleged device deficiency involving the products that were revised. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that removal of articulating attune antibiotic spacer was performed and placement of an attune revision construct due to infection abatement. Doi: unknown, dor: (B)(6) 2020, right knee.